Event description:
Health professional reported a lap-band "intraluminal" erosion that was first noted when the pt presented with "heartburn pain and occasional food obstruction." The lap-band system was explanted without replacement. After the lap-band was explanted, the pt returned complaining of pain and the abdomen was irrigated due to perforation of the abdomen.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or model number. Erosion, pain, stomach perforation and obstruction are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion on the band into stomach tissue has been associated with revision surgery, after the use of gastric medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the reported event of stomach perforation as follows: "serious adverse events considered related to the lap-band system for the united states study (recorded as of december 2000, 299 pts) seventy-five subjects had their entire lap-band systems explanted. Other events associated with these explants were gastric perforation (3% - 2/75), one abdominal pain." Device labeling addresses the reported event of obstruction as follows: "caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possible even obstruction."